Event description:
It was reported that the image quality on the 9800 sys is poor. It was noted that the screen is gray (no image). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, identified the need to adjust the sizing of the right monitor. Adjusted the right monitor to the proper size. The sys was tested and found to be working as intended and placed back into service.